Event description:
It was reported that the physicians in the intensive care unit discovered that the ventilator showed the warning alarm with high pressure and the hme was too wet with high resistance. It was reported that the pt showed cyanosis. It was reported that the pt had expired after CPR. The physicians were not sure that the event was caused by ventilator or hme. The defective hme was discarded.

Manufacturer narrative:
The hygrolife hme was discarded and therefore unavailable for failure investigation. No analysis or conclusions can be drawn without the device. The lot number was provided and the manufacturer will review the lot history records.